Event description:
A confirmed pump motor stall with no motor stall recovery was reported. The logs showed multiple stalls and recoveries. No pt symptoms were reported. The pump was used to deliver fentanyl and clonidine. Addition info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).